Manufacturer narrative:
Qn #(B)(4). Sample will not be returned.

Event description:
It was reported that the catheter was being inserted into the pt's radial artery. The physician placed the catheter in the radial artery, transfixed the artery wall, pulled back to get flashback, and then withdrew the needle and guide wire. At which time, he noticed the needle separated from the device and the guide wire assembly was removed without the needle attached to it. The needle was sticking out of the pt's skin about 2-3 cm's so the doctor grabbed it with his fingers and removed the needle. The catheter was left in the pt and was used without incident. There was no delay in treatment and no pt death or complications reported.